Event description:
A patient stumbled over an uno lift which was situated in the corridor and not in use. Her face hit the sling bar and the hook pierced her cheek. The sling bar hook entered at the sub maxillary right cheek and exited around the right eye. Patient was hospitalized for one week.

Manufacturer narrative:
Final report.